Event description:
It was reported that the pump battery could not be charged. Reportedly the customer had an alternate pump for insulin therapy. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.